Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received power error detected on the insulin pump. The customer¿s blood glucose level was unknown. The customer stated that the battery was running out within hours. Troubleshooting was performed for power error detected and customer reported they had an alarm today and already used 2 batteries. The customer call back again within 1 week of receiving another powerless. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis